Event description:
It is reported that the articular surfaces would not seat properly. The surgeon decided to implant an articular surface that was 2mm thinner than originally planned.

Manufacturer narrative:
Evaluation summary: as returned, both articular surfaces have scratching on the distal surface indicative of insertion and removal. Additionally, the dovetail feature is deformed in a manner consistent with it sliding under the male dovetail on the tibia plate. With the information provided, an exact cause for the surgeon's perceived inability to seat both articular surfaces cannot be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.